Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed force sensor test, plunger sensor failure. Functional testing also duplicated the reported issue. The cause was identified to be fluid ingress and contamination of the plunger board, sensor and components. All corroded parts were replaced to resolve the issue.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "force sensor". Event occurred during use. There was patient involvement and no patient harm/adverse event reported.